Event description:
Na.

Manufacturer narrative:
Correction: cancel MDR. Further review of this complaint has determined that this complaint record is a duplicate record and it will be cancelled. Two mdrs filed for fm that will capture the events in this complaint: MFR report # 1710034-2024-00393 and MFR report # 1710034-2024-00392.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc foreign matter evident on the needle. The following information was provided by the initial reporter: situation: issue: nurse had removed the IV from the package and adjusted the catheter to "unlock" it from the needle and noticed a piece was still adhered to the end of the needle. It was very small piece, but the plastic is stuck to the needle. This happened on a second needle from the same lot, and we also found one from the lot where the catheter was sticking to the side. Was there injury? No.